Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer 2.1 was not communicating with the drawer controller. The fse replaced the pixie bus module, and the controller ran the hardware testing application and customer was able to recover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubies in auxiliary drawer 2.1 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.